Event description:
Allegedly removed during the revision of another product.

Manufacturer narrative:
Conclusion: no device failure.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2012-01088, 01090.